Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and identified that the host pc was not booting up. During troubleshooting, the fse observed that the hdd light and fan light were off, and there was no response from the hdd1 button. The issue was identified as a host pc malfunction, and the fse replaced the host pc to resolve it. The defective host pc was returned to philips for further analysis. The analysis confirmed the host pc malfunction due to defective power supply unit. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the host pc did not start up, which could prevent the whole system from starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.